Event description:
User had needle break-off in his abdomen and a surgical attempt was made to remove the needle. The surgery was unsuccessful, and the physician recommended keeping the needle in the user's abdomen. The user also received sutures in his abdomen.